Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings.  Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, a balloon leak occurred. The balloon was removed. There was no reported injury to the patient.